Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis due to no delivery alarm with blood glucose of 395 mg/dl. The customer reported that the insulin pump had no delivery alarm. The customer was assisted with troubleshooting for no delivery alarm. The customer also reported that they have tried all remedies. The customer was advised that the insulin pump needed to be replace the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No delivery or occlusion alarm during testing.